Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the universal surgical manipulator 2 had errors 23008. The usm2 was disabled. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors 23000 and 23008 on usm2 on axis 1. An isi tse walked customer through a hard power cycle on the patient side cart (psc) and system powered back on without error. The customer called back to notify the error came back and the customer performed a hard power cycle with no change. The customer disabled the usm2 and proceeded as a 3 arm system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to start, pre anesthesia in a hysterectomy case. The system was powered on and everything was functional for the first case of the day. The error code appeared while setting up the second case. The system powered on without any errors. The reporter indicated after it powered back on without error, it shortly errored again with code 23000. The customer performed a hard restart on the system and power cycled four times and all cords were checked. The surgeon proceeded with three arms instead of four. Universal surgical manipulator (usm) 2 was still disabled and unable to be used. An isi field service engineer (fse) replaced the arm 2. The system was functional after this replacement and the customer was able to complete the cases planned for the next day. No harm or injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the error message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and replaced the universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding the error message has been confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was able to be replicated. The usm was tested on an in-house system and triggered errors 1173, 23008 & 23000. The usm was also tested on the test platform and failed the sensors check with errors 23008 and 32101. Error 1162 was not triggered by the system but was confirmed in the logs. Upon further investigation, the axes controller spar cannula (acsc) had a fluid intrusion. As a fix, the acsc and yaw joint sensor will be replaced.